Event description:
It was reported to boston scientific corporation that an advanix rx pancreatic stent was intended to be implanted in the hepatobiliary and pancreatic systems to treat acute pancreatitis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, an attempt was made to insert the catheter over the guidewire using a pusher; however, insertion was difficult. Endoscopic examination confirmed that the catheter had kinked. Based on this finding, the physician determined that insertion would not be possible under these conditions. The procedure was completed with another of the same device. There were no patient complications reported as a results of this event. Note: this event has been deemed an MDR-reportable event based on the investigation results which revealed that the stent was damaged. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation finding of stent break. Block h11: investigation results: based on the available information, boston scientific confirmed the reported events of pusher kinked and device guidewire stuck. The investigation determined that the reported events and the additional observed damage of stent break were most likely caused by procedural factors, including device handling and force applied during insertion by the physician. These factors resulted in stent damage and pusher kinking, which contributed to difficulty advancing the guidewire. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: an advanix rx pancreatic stent with its delivery system was returned for analysis. Visual examination confirmed that the pusher was bent and kinked, and the stent was torn. No other problems with the device were noted. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.